Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced myocardial infarction and expired, all of which was allegedly caused by the exposure to the product administered for dialysis treatment.